Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having make sure heater bag is on heater tray alarms. The patient discontinued treatment during dwell 4 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3871 ml during drain 1 of the treatment. This drain volume is 228% the patient's prescribed fill volume of 1700 ml. The patient stated that the heater bag line was wrapped up in another cord. The patient did a manual fill but did not document the fill volume and as a result, received a very high drain volume. As a result of the iipv event, the technical support representative advised the patient to untangle the heater bag line and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient and pdrn, the pdrn stated that per the hospital's procedure the patient was prescribed prophylactic antibiotics, vancomyacin type, dose, route, duration unknown) and cesetime (type, dose, route, duration unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete the peritoneal dialysis treatment using the original cycler. The patient is continuing with peritoneal dialysis therapy on the original cycler without issue and without reoccurrence of the reported event.